Manufacturer narrative:
Zoll medical corporation received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Zoll medical corporation has not received the device for eval and this complaint is still under investigation.